Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, the customer went to the emergency room where backup manual injection insulin therapy was obtained; however, no additional patient or event information was provided.